Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual device will be returned for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report..

Event description:
Aspen surgical received a report from our distributor indicating that a product was discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as comp-02813.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual devices were returned for evaluation, and investigated. The root cause of the sealing issues was that a label was in the seal, preventing it from sealing properly. This was caused by static that occurs during the pouching process, causing the label to move into the seal. Long term solutions are being looked into, to help prevent this concern in the future. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a product was discovered with sealing issues. No injury/death was reported. This report is for two separate lots of product, each with the same concern. This is entered in our complaint handling system as (B)(4).